Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of 40mg/dl with blurred vision. The patient continued pump therapy at the time of the call and there was no treatment above and beyond the usual routine of diabetes care and management. The patient was said to have eaten oral carbohydrates to increase the bg. At the same time, it was reported that the battery cap was not fully tightened and that the yellow o-ring was showing. There was no reported damage to either the cap or the battery compartment. Tightening the cap resolved the intermittent power issue. This complaint is being reported based on the following: the patient allegedly experienced hypoglycemia associated with use error of the pump.